Manufacturer narrative:
The complaint was received and forwarded on to the manufacturing facility for investigation. Although the facility does not product products in the us and does not distribute products in the us, one of the components in the kit is similar to a product sold in the us. The upn number is ((B)(4). A review of the manufacturing device history record for the referenced lot number was completed. No non-conformance with regard to "tubing collapse" was documented during the manufacturing of this batch. The investigation determined that all products were manufactured, inspected and released in accordance to our established specification for quality and efficacy. Four flexible liners with tubes and medistop were received on april 2016 and detailed investigation on the reported concern was conducted. A visual inspection was performed on all samples received and no observations were noted. All liners with tubes and medistops were subjected to a suction test at a vacuum pressure of -600mmhg and all functioned as designed. Consequently, all tubes were subjected to a collapse tests at a pressure of -560mmhg for maximum duration of one hour and tubes met the test requirements. Based on the investigation, we have concluded that the tubes are free of defects or functional problems. Based on the investigation carried out on all samples received, we believe that the most assignable cause for this incident is related with device being kept under pressure when not in use. The intent of the flex product is not to leave it under vacuum pressure when not in use since it increases the risk of tube collapsing or malformation. We also believe that issue is being observed only because end user is not following the warning section of the IFU. As a preventive action, I have provided a copy of the instructions for use. According to the instructions for use (IFU). "It is not recommended to subject liners to vacuum when not in use." We will continue to monitor concerns such as these for possible future action. Key production and quality personnel have been made aware of this reported incident through the investigation process.

Event description:
The suction tubing collapsed during endotracheal aspiration.